Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the screen calibration was off. The user reported having trouble selecting options on the touch screen monitor. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.